Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify unexpected battery power loss alarm due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had low battery life. Customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer mentioned she reported this issue previously and new battery cap was sent but still having the same issue. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.